Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristic was male/55. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information has been made and upon receipt a supplemental report will be submitted accordingly. Referenced article: heart transplantation outcomes with donation after circulatory death in patients with left ventricular assist device, esc heart failure 2025; 12: 3333¿3342. Doi: 10.1002/ehf2.15357, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding heart transplant outcomes with donation after circulatory death in patients with left ventricular assist devices (vads). The authors described patients who experienced acute kidney injury requiring hemodialysis or stroke during the index admission prior to transplant. The status of the vads is unknown. No additional adverse patient effects were reported.